Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Patient tested 1.5 inr, 2.2 inr, and 2.2 inr on coaguchek xs meter. No treatment provided. No adverse event reported. Requested return of suspect strips and replacement was sent.